Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, a definitive cause of the reported imprecise access accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non reproducible troponin I (access accutni+3) results for one (1) patient on a unicel dxi 600 access immunoassay system (serial number (B)(4)). The original result generated was above the normal reference range of the assay. The customer re-analyzed the patient's sample twice on the same unicel dxi 600 access immunoassay system and obtained results within the normal reference range of the assay. The initial result was not reported from the lab. There was no change or impact to patient care or treatment. System parameters, including quality control and calibration were within assay and instrument specifications. No hardware errors were reported in conjunction with this event. The sample was collected in a lithium heparin plasma tube. Centrifugation speeds and times were not provided however the customer confirmed they use a stat spin centrifuge. The customer reported no visible issues with the integrity of the sample.